Manufacturer narrative:
This report is being submitted under alternative summary reporting exemption e2015054. This summary report is part of the 227 pilot program. One complaint was received during this report period. It was determined to be misapplication. The reported devices is labeled for single use. The device was not reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes <noe> 1 </noe> malfunctioned event which are associated with the inability of a device and/or device components to expand or enlarge with the intended inflation agent (e.g. Saline or air). Patient information was not confirmed for the event.